Event description:
A report was received that the patient underwent an ipg explant procedure due to an infection. The patient was administered medication and the event has resolved. The event was assessed to be related to the procedure and the device.

Manufacturer narrative:
Additional information was received that the patient's lead was identified in the scar tissue and exposed. This showed a putrid discharge along the leads. The physician collected biopsy material for microbiological examination which resulted in the decision to remove the entire system.

Event description:
A report was received that the patient underwent a lead explant procedure due to an infection. The patient was then hospitalized and underwent an explant procedure. The event was assessed to be related to the procedure and the device.

Manufacturer narrative:
Additional suspect medical device component involved in the event: model #: sc-2316-70, serial #: (B)(4), description: infinion70 cm lead kit .

Event description:
A report was received that the patient underwent a lead explant procedure due to an infection. The patient was then hospitalized and underwent an explant procedure. The event was assessed to be related to the procedure and the device.